Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) black area is torn and orange is showing even after scissor tip cover is placed. The device was not used on the patient. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 05/29/2024 and obtained the following additional information: when the team opened the peel packed scissors in two different rooms, they noticed the area past the orange was torn (gray area). This showed more orange that wouldn¿t be covered by the scissor tip cover. Both teams opted not to use the scissors on the cases, and we got new scissors. The customer was concerned the orange showing could possibly harm a patient if used. Therefore, they deemed the scissors damaged and sent them in. No patients were harmed as they noticed this when opening for both procedures. They did not know about the last procedure they were used in- they noticed the damage when opened and did not use the instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors instrument for evaluation. As of the date of this report, the failure analysis investigation has not yet been completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors instrument and completed the device evaluation. The instrument was analyzed and was found to have a scratch on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratch measured approximately 0.091¿ in length and are not axially aligned with the tube axis. Material is missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage.